Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 7mm longitudinal tear, 14mm from the tip. The tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There was no patient injury reported and the patient's condition was good.